Event description:
A non-healthcare professional reported that flap thinner than usual (thin flap) in the patient left eye, during lasik surgery. There are multiple related reports for this event. This report addresses the patient jn, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the surgery date. During on site visit, field service engineer checked the system, articulated arm and cuts various arm positions and no issues were encountered. Field service engineer completed system verification confirming that system meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows the total treatment duration was around two minutes and thirty five seconds. The surgeon lost vacuum one once and vacuum two four times during the docking process/before the treatment. Suction ring and patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The provided treatment report image shows possible liquid under patient interface, as well as a white formation looking similar to opaque bubble layer. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Possible contributing factors could be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).